Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the software could not be updated. It was also noted that the cursor position did not coincide with the pen position. As a result the bezel assembly was replaced. (B)(4).

Event description:
It was reported that the programmer software was unable to be upgraded. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.